Event description:
It was reported the device has a power equipment malfunctioning. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer evaluated device and received remote support from customer care solution center.